Event description:
The technician reported that the head brake caster does not hold. The bed was located in the hill-rom service center. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found during a between patient inspection that the head brake caster is worn most likely due to normal wear and tear.